Manufacturer narrative:
Per the user guide: the t:slim x2 g5 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not interacted with the pump and a valid auto-off safety alarm occurred. There was no reported impacted to the customer's blood glucose level. Customer was educated on the alarm and was advised to discuss the auto off alarm setting with a healthcare provider prior to modifying it.